Manufacturer narrative:
It was observed that the surgiphor product is often in use while the or team is using a cell saver device. The solution is being unintentionally sucked into the cell saver device while the operating docs are performing a final irrigation of the surgical cavity while cell saver activities are still occurring. The reporter is not aware of any adverse events due to these unintended uses of surgiphor. Surgiphor contains povidone iodine (0.5%) and presents a potential for serious patient harm if entering the blood/respiratory system. Based on the information provided the issue appears to be associated with a use error. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was observed that the surgiphor product is often in use while the or team is using a cell saver device. The solution is being unintentionally sucked into the cell saver device while the operating docs are performing a final irrigation of the surgical cavity while cell saver activities are still occurring. The reporter is not aware of any adverse events due to these unintended uses of surgiphor.

Event description:
It was observed that the surgiphor product is often in use while the or team is using a cell saver device. The solution is being unintentionally sucked into the cell saver device while the operating docs are performing a final irrigation of the surgical cavity while cell saver activities are still occurring. The reporter is not aware of any adverse events due to these unintended uses of surgiphor.

Manufacturer narrative:
It was observed that the surgiphor product is often in use while the or team is using a cell saver device. The solution is being unintentionally sucked into the cell saver device while the operating docs are performing a final irrigation of the surgical cavity while cell saver activities are still occurring. The reporter is not aware of any adverse events due to these unintended uses of surgiphor. Surgiphor contains povidone iodine (0.5%) and presents a potential for serious patient harm if entering the blood/respiratory system. Based on the information provided the issue appears to be associated with a use error. During follow up with the reporter, bd's medical affairs team informed the perfusionist that surgiphor was not intenteded for infusion or injection as stated on the instructions for use. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs, section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.